Event description:
The customer identified (B)(6) architect havab-igg results for one patient. The customer provided the following results: (b)(60 2021 initial result (B)(6).

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An investigation was performed for false reactive results when using architect havab igg reagent lot number 24068be00. A review of tickets was performed and determined that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect havab igg reagent lot number 24068be00 was identified.